Event description:
It was reported that the bd safetyglide needle pulled out of the hub. The following information was provided by the initial reporter: verbatim#: rcc received a complaint via email. Date of incident (yyyy-mm-dd): 2024-11-06. Type of incident/problem: malfunction - during or after use level of harm: no apparent harm - reached patient/person, inconvenient incident details: writer vaccinated child and once writer attempted to with draw the needle, needle detached from the syringe. Needle was left in client's arm and syringe in writers hand. Writer then remove needle from client's arm with hand. Client was still and no vaccine lost. Impact of incident: needle was left in the arm longer than should have been who was affected? Patient device information device name/description: needle hypodermic safety 25ga x 1 in, manufacturer: becton dickinson canada inc, manufacturer code/model: 305916, serial or lot number: unknown, expiry date: unknown, is device retained: yes, number of devices: 2. Wipe, contained, labeled? Wiped, double bagged (if consumable), and labeled as per instructions.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4)- supplemental MDR - needle pulled out of hub. One sample and one photo were provided to our quality team for investigation. The sample has no plastic shield, and the needle is out of the needle hub. A visual inspection was performed with 30x magnification. There is epoxy covering about 50% of the circumference of the needle hub. Based on the investigation and with the sample analysis the symptom reported is confirmed. It could be possible that a jam occurred at the cannulator inducing the symptom reported. Furthermore, a device history record review was completed for provided lot number 2287687. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4). Follow up report for correction. Additional report source, foreign, was not included in the initial MDR.